Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (522 mg/dl). A correction bolus was delivered to treat the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.